Event description:
The customer noticed a water leak originating from the clinac. There was no report of any injury to a pt or the user and no pt info was provided.

Manufacturer narrative:
The rotary joint was confirmed to be leaking water. Although there was no reported injury in this case, the available info suggests a malfunction in the device. Varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The rotary joint was replaced and the device returned to normal operation. No further f/u to this MDR is expected.